Event description:
Since having a hernia repaired with mesh late 2009, I've had intestinal blockage 3 times, about 6 months after implant, then again in (B)(6) 2011 that led to surgery in (B)(6) 2011, then blockage again (B)(6) 2011.